Event description:
Reporter alleged a neonate received a discrepant blood glucose result of 53 mg/dl on the inform system at 1:41 am compared back to back with results of 8 mg/dl on the lab system at 1:40, and 10 mg/dl on the blood gas system at 1:46 am. Reporter also alleged the neonate received other results of 16 mg/dl on the lab system at 3:27 am, of 25 mg/dl on the inform system at 3:30 am, and 16 mg/dl on the blood gas system at 3:32 am. Reporter stated the neonate was transferred to a children's hosp and no treatment was given to the baby before leaving. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.